Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had repeated no delivery alarms on the insulin pump. Customer stated that it generally occurs during insulin delivery. Customer's last blood glucose level was 5.5 mmol/l. Customer was not aware of any sharp bends in the tubing or any pressure on the site. Customer stated that the alarm occurred roughly 12 times since this weekend. Customer was advised that the pump will be replaced due to customer dissatisfaction and loss of confidence.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No excessive no delivery alarm noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.